Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer stopped printing labels. A technical support specialist (tss) remotely accessed the station, uninstalled the zebra printer, and reinstalled the printer by following the applicable knowledge article zebra printer no longer printing - upgrade. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer stopped printing labels. The user disconnected the printer, and all cable connections were checked and found to be secured. As medication identification is critical, customer requested to restore the working conditions. There were no adverse events or injuries reported based on this event.